Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data review: console logs were consistent with what was reported in the complaint. Device analysis: the reported battery failure alarm was unable to be reproduced. Batttest telnet command was issued to monitor the battery voltages and status during charging and discharging cycles. No abnormalities were discovered that would indicate intermittent battery failure. Root cause: the root cause of the reported battery failure alarm was likely because user didn¿t initially engage the transport connection battery switch prior to booting up the console. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(4).

Event description:
It was reported that an automated impella controller experienced a battery failure. The device would beep but would not turn on. The beeping resolved when the device was plugged in, and the device displayed a "battery failure" and zero percent charged. There was no patient use in the reported event as the device had a "do not use" sticker.

Manufacturer narrative:
The reported event did not involve patient use. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.